Event description:
A healthcare professional reported irregular images and measurements with system use. Per technical service representative the customer used another system to obtain a reliable measurement.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).